Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. 3013756811-2025-72889

Event description:
It was reported that the touchscreen was cracked, unresponsive and illegible, however the customer continued to use the pump for basal insulin delivery until (B)(6) 2025 when an occlusion alarm occurred. The customer was unable to change pump supplies due to the cracked touchscreen. Customer's blood glucose (bg) rose to 678 mg/dl. The customer addressed their bg with a manual dose injection then went to the emergency room (ER) where they were subsequently hospitalized in the intensive care unit (ICU). Customer was treated intravenously with fluids of saline and insulin. The customer declined follow-up from tandem technical support regarding the issue; therefore no additional information was obtained.